Manufacturer narrative:
One cadd ms3 pump was returned for analysis. The customer's stated problem was verified. During investigation the device was powered up and the device immediately alarmed. According to the investigation the pwa was not functioning properly. Service will replace the faulty mp board. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd ms3 pump, the pump exhibited "high pitched alarm with blank screen". It was reported that there was no patient involvement.